Event description:
The target lesion was 90% stenosis, with mild calcification. The guide wire and ivus crossed the lesion. After ivus, a vision stent was attempted to be implanted by direct stenting. The vision stent was implanted at the first dilatation at 14 atm. Afterwards, the physician moved the stent delivery system (sds) proximally 3-5mm. A second dilatation was attempted at the proximal site, as the balloon did not fit in the vessel enough; however, the balloon made a pinhole rupture at 15 atm. The balloon rupture caused a vessel dissection within the stent. A balloon catheter was used to stop the dissection and the procedure was completed. No additional info was available.